Manufacturer narrative:
(B)(4). ¿the device was filled with 76ml of fluorouracil and 24ml of sodium chloride. Approximately 50ml of solution remained in the device after being connected to the patient for 24 hours.¿ the device was received for evaluation with approximately 33ml of fluid within its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate was performed and the device operated within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. The device was filled with 76ml fluorouracil. The reporter stated that after 24 hours, the pump still contained approximately 38ml of solution. There was no patient injury or medical intervention associated with this event. No additional information is available.